Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: can you please clarify, when the device ""jaws did not open after the device was removed via a trocar."", was there any attempt to open the jaws? => no information. If yes, were the jaws able to be opened? If yes, how were the jaws opened? What is the correct surgical procedure date as you have listed both (B)(6). Thank you. The sales rep. Reported surgical procedure date as (B)(6). No further information will be provided.

Event description:
It was reported that during an unknown procedure, the jaws did not open after the device was removed via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number ==> p58r88. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one ecr45d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.